Manufacturer narrative:
The reported event of a burnt ac power adapter was confirmed. Visual inspection revealed no physical damage to the outer plastic casing of the ac power adapter, but the plug adapter was burnt and melted. There was no damage noted on the outer plastic housing of the transmitter. The melted plug adapter was removed and no damage to the green contact strips or any burnt smell emanating from the inside of the ac power adapter was noted. The original plug adapter was replaced with a testing one and plugged the unit into a working ac electrical outlet, it successfully performed the power-on function. The delete data process was performed successfully. High current flow through the ac wall power outlet could have damaged the ac power adapter plug causing the no-power issue.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on 25 march 2025.

Event description:
It was reported that there was a power short and the transmitter stopped working. Troubleshooting was performed but the unit remained with no power. It was noted that the adapter looked burned.